Event description:
It was reported that this system with a pacemaker and right ventricular (rv) lead showed premature ventricular contractions blanked by atrial pacing. Afterwards, loss of capture (loc) is observed at the rv channel, which triggers a ventricular pace back up. Also, other ventricular pacing has a fusion marker and shows a small morphology. Programming option for optimizing ventricular sensing window was suggested for this pacemaker and rv lead system that remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.